Event description:
Subsequent to the initially filed report, the following information was received: there was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the noted battery issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. B3 correction: date of event updated from 9/11/2024 to 9/12/2024. H6 correction: code 2199 removed and 2645 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated as 09/11/2024, h6: medical device problem code 2017 - use after expiration.

Event description:
It was reported that two femostop gold devices had an error message (possibly related to the battery life). Additionally, the second device was used out of date [used after expiration]. No additional information was provided.